Event description:
Related to MFR#: 2134265-2008-01043. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, deployment difficulties were encountered. The lesion being treated was 80% stenosed with moderate tortuosity and no calcification in the left brachial vein. A wallstent 10 mm x 20 mm was implanted. A portion of the proximal edge of the stent seemed slightly narrower than the rest of the stent. The stent was then post dilated using an 8 x 40 mm ultra-thin diamond balloon catheter. The balloon was visible under fluoroscopy. On the first inflation, the balloon was inflated for about 15 seconds and ruptured at 10 atms by the proximal edge of the stent. The device was removed in tact. The stent was then fully dilated with an 8 x 20 mm ultra-thin diamond balloon catheter and the procedure was completed. The pt status is listed as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.